Manufacturer narrative:
Review of pre-implant cta¿s and 3d film report confirmed that the neck diameter just below the lowest left renal artery measured 19 ¿ 20mm, and was approximately 2cm in length. The neck was relatively straight, with some thrombus, and there were areas of calcification seen on the posterior wall near the level of the left renal artery. No calcification was observed within the suprarenal aorta. The orifice of the left renal artery measured 6mm, and the left renal was not calcified or stenosed. The max diameter aaa measured 5.8cm and the aaa contained thrombus; 3cm flow lumen. The 2cm distal aortic diameter was calcified. The iliac arteries were non-tortuous and calcified. From the films provided the cause of the left renal artery occlusion could not be determined. Images during and post-implant were not available for review, and the in-vivo placement of the implanted stent graft could not be assessed. It is possible that calcification or thrombus may have dislodged during the procedure and occluded the left renal artery.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. The proximal neck was 19-21mm in diameter and 18mm in length. It was reported that during the index procedure, after the device was implanted, it was noted that the left renal artery was not showing up on the angiogram. A radiologist was brought in for a second opinion and a wire was attempted to get into the area where the left renal artery should be but was not successful. The physician stated that the renal artery may be occluded by "calcium" that may have been dislodged during the procedure. It appeared from the images post-operative that the stent graft was below the left renal artery. No intervention was performed. No additional clinical sequelae were reported and the patient is fine.